Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Follow up # 1/supplemental report text-02/22/2011. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter does not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began approximately a week ago prior to contacting lfs. The customer care advocate (cca) was advised the patient manages her diabetes with oral medication (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. A couple days after the start of the alleged issue, the patient claimed she was dizzy and stated there was a "sweet smell" when she urinated. At an unspecified date/ time, the patient obtained a blood glucose result of "270 mg/dl" on another device. The patient took 4 units insulin (type not specified) as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter; however, the batteries needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.